Event description:
No additional information was provided. Material#: 2426-0007 lot#: 23109374; 23089405; 23109369; and 23089169. It was reported by the customer that the IV tubing for the alaris pump is leaking. Verbatim: rcc received a complaint via phone. Pir attached. Customer is reporting that the IV tubing for the alaris pump is leaking. She is not sure which lot number is leaking so she provided all lot numbers they have in quarantine. Item: 2426-0007; lot numbers: 23109374; 23089405; 23109369; and 23089169. Customer would like credit if found confirmed. Customer has unused sample to return if needed.

Manufacturer narrative:
It was reported by the customer that the IV tubing for the alaris pump is leaking. Five samples of item number 2426-0007, lot number 23109369 were received for quality investigation. The infusion sets were first visually examined for any damages or abnormalities. One sample of the samples tested had an slight kink in the tubing below the drip chamber. None of the other samples showed any damages or abnormalities. All the samples were primed with no signs of leakage. The sample with the kink under the drip chamber flowed normally without any issues. The sets were then placed in an alaris pump and a simulated infusion was conducted at 125 ml/hr. There were no signs of leakage, air-in-line, occlusion or flow issues during the testing. The customer complaint of leakage could not be replicated. A root cause was not determine because the failure could not be replicated. A device history record review for model 2426-0007 lot number 23109369 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 30oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking the following information was received by the initial reporter with the following verbatim: customer is reporting that the IV tubing for the alaris pump is leaking. She is not sure which lot number is leaking so she provided all lot numbers they have in quarantine. Item: 2426-0007; lot numbers: 23109374; 23089405; 23109369; and 23089169. Customer would like credit if found confirmed.